Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the solitaire fr 4-20 stent device was returned for analysis still within its introducer sheath, inside a dispenser coil, a sealed biohazard bag, and a shipping box. The reported rebar 18 catheter was not returned with the stent. Damaged location details: the solitaire fr 4-20 stent¿s finger markers were examined inside the introducer sheath, and no damages were noted. The stent¿s working and non-working length struts were in good condition. The glue dome on the proximal marker was damaged. The marker coil was kinked at ~5.4 cm from the distal end, and the pusher wire was kinked at ~6.5 cm from the distal tip. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 4-20 stent device cannot be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was confirmed, as the glue domes outside the proximal marker were damaged, and the marker coil and pusher wire were kinked on the returned solitaire fr 4-20 stent device. The damages likely occurred when the customer attempted to advance the solitaire fr 4-20 stent device through the rebar 18 catheter against resistance. However, the root cause of the resistance could not be determined. Possible causes include moderate vessel tortuosity, an incompatible or damaged catheter, the user not maintaining the correct flush rate, rhv loosening during delivery, or a lack of continuous saline flush during delivery. In this event, the reported rebar 18 catheter was found to be compatible with the solitaire stent, and a continuous saline flush was administered and maintained, ruling out incompatibility and a lack of continuous saline flush during delivery as potential causes. Therefore, moderate vessel tortuosity, a damaged catheter, the user not maintaining the correct flush rate, or rhv loosening during delivery could have contributed to the reported resistance complaint. Since the reported rebar 18 catheter was not returned, any contribution to the resistance issue could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon was removing the thrombus. After confirming the location of the lesion by angiography, the aspiration did not open the artery, so the physician prepared to place a stent to remove the thrombus. They opened the package, took out the stent, hydrated it, and delivered the stent. At first, the stent was placed smoothly. After the stent passed the ophthalmic artery and was close to the lesion, there was resistance, but it could be pushed. So, the stent was opened and waited for 5 minutes, then pulled back. After removing the stent, there was a little bit of thrombus, but the blood vessel was not open. It was found that there were two creases on the proximal end of the stent. It was feared that the stent would break in the body, so it was replaced with a new 4-20 stent and the thrombus was removed again. The surgeon recalled that they were not sure whether the kink occurred when pushing the device in or when it was taken out, so the surgeon did not dare to use it and replaced it with a new one. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for ischemic stroke in the middle cerebral artery. Patient condition: mrs baseline: 5, mrs procedure: 1, nihss score baseline: 16, nihss score post procedure: 2, tici score baseline: 0, tici score post procedure: 3. IV tpa was contraindicated. There was 1 pass with the device. It was noted the patient's vessel tortuosity was moderate. Stroke onset to reperfusion time was 4 hours. Ancillary devices include an 8f puncture sheath, 8f guiding catheter, rebar18 microcatheter, and avigo guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the patient was discharged from the hospital after the operation. Regarding the cause of the event, it was impossible to determine whether it was bent in the process of pushing or originally bent. The medical team had made sure the outer packaging was intact and the hospital had inspected the goods. Resistance occurred in the distal section. A continuous saline flush was administered and maintained as indicated in the IFU. No kink or damage on the catheter. There was a push crease at the proximal end of the push guide wire of the solitaire. The surgeon recalled that the tip of the solitaire sheath was fixed into the hub of the microcatheter and the delivery of the stent was smooth.